Event description:
It was reported that the patient had to fly and had issues with the security system going off when she got too close. Ever since she was close to the security gates, the top of her device bothered her and it hurt on the sides of the device as well. The patient planned to see her doctor when she got home. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead product ID 435135 lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead. (B)(4).